Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section d6b: explant date: not applicable, as the lens remains implanted. Section e1: first/given name: unknown, as information was requested but not provided. Section e1: email address: unknown, as information was requested but not provided. Section e1: telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that shortly after the implantation of the preloaded monofocal intraocular lens (iol), the patient experienced strong photophobia while driving at night. The hospital director confirmed the presence of a type of photopsia. No patient injury was reported. No medical intervention was necessary. Through follow-up, we learned that the iol might be exchanged. Since the symptoms persisted, the physician prescribed eye drops for myosis. Account indicated that the post-operative visual acuity was 1.2. No further information was provided.